Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between peritoneal dialysis (pd) therapy with the liberty select cycler and the patient¿s pain associated with a pre-existing inguinal hernia which required an overnight admission to the hospital for observation. Currently there is no reported allegation nor any objective evidence which indicates a liberty select cycler malfunction or product deficiency caused or contributed to the hernia event. The patient¿s hernia was pre-existing prior to the start of pd therapy and the patient declined hernia repair at that time. Preexisting hernias have the potential to become exacerbated by the physiological mechanisms of pd therapy due to dialysate in the peritoneal space. There were no reported overfill events or product issues that caused an exacerbation of the patient¿s inguinal hernia. To date, there have been no report of the pre-existing hernia required any medical intervention, however the patient is in the process of being evaluated for a planned hernia repair.

Event description:
A peritoneal dialysis (pd) patient¿s contact contacted fresenius technical support to report while using their liberty cycler the patient had very bad pain during an unknown phase of their pd treatment. The patient contact reported that they are unsure what to do. The patient¿s pd treatment was cancelled, and the patient went to the emergency room (ER). The patient contact initially reported the pain was caused by a bowel blockage that was not related to the fresenius cycler. The fresenius technical support representative advised the patient contact to try to reach out to the patient¿s clinic for further information. Upon follow up, the patient¿s pd nurse clarified the patient¿s pain was associated with a pre-existing inguinal hernia. Per the nurse, the patient was admitted for observation only on (B)(6) 2020. Treatment details while in the hospital are unknown and the patient was discharged less than 24 hours later. The nurse reported the patient¿s inguinal hernia was pre-existing and the patient declined hernia repair prior to the start of pd therapy in (B)(6) 2019. Per the nurse, the patient¿s hernia pain has worsened due to the physiology of pd due to the dialysate. It was reported the patient has been on low volume therapy, but the hernia has not been repaired. The nurse affirmed there have been no iipv events or cycler malfunctions associated with the hernia. The patient is in the process of being evaluated for a planned hernia repair and continues pd therapy with the same cycler without any reported harm or adverse effects.